Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope has air/ water flow issues. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the evaluation it was observed that foreign objects were clogging the nozzle. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the adhesive of the bending section cover had a white-clouded area due to chemical or physical stress. It was observed that the connecting tube had a dent due to a handling issue. Lastly, a scratch was observed on the image guide protector, protector of the universal cord on the scope connector side and on the connecting tube. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer flushes the air and water nozzle with detergent solution. The customer confirmed that the facility does not wipe or brush the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was that the reprocessing was not conducted in accordance with the instructions for use. The identification of the material was nonconclusive. Olympus will continue to monitor field performance for this device.